Event description:
It was reported that during the pt's physical therapy, she was having discomfort and noticed a piece of the implant protruding from her toe. The pt reported that she was physically able to pull a portion of the implant from the tip of her toe (nine sixteenths of an inch). According to the pt she is now healing and is able to wear regular foot wear again. A confirmed part and lot number is not available despite repeat follow-up communication with the rptr and the surgeon. No further pt information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device eval. Part and lot number was requested but not provided, therefore, device history record review could not be conducted. Based on the information provided, the most likely cause of this type of event is failure to counter-sink the pin far enough below the distal cortex of the distal phalanx or failure to bend the toe to normal anatomical shape after the pin has been successfully implanted. The potential causes of this event are being communicated to the event rptr.